Manufacturer narrative:
Medtronic received the following information from a journal article entitled; percutaneous mechanical thrombectomy for limb graft occlusion after endovascular aneurysm repair: results of a case series chaudhuri a, abisi s, badawy a vascular 2024, vol. 32(3) 546¿549 https://doi.org/10.1177/17085381231155670 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft was implanted in a evar procedure on an unknown date between 2015 and 2022. 36 weeks later the patient presented with a chronic limb threatening ischaemia and a unilateral limb occlusion was diagnosed. The occlusion was cleared with a percutaneous atherectomy system and relining was performed. A bare metal stent was also placed in the external iliac artery to treat new outflow disease. No additional clinical sequalae were provided and the patient is fine.